Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was not confirmed. Based on the results of the investigation, a root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colono videoscope exhibited an e227 error code. The reported issue occurred during inspection for use and there were no reports of patient harm.